Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6), 2014. Subsequently, the patient was revised on (B)(6) 2014 due to infection. An irrigation and debridement was completed and the modular head and acetabular liner were replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08836 /-08837).